Manufacturer narrative:
No customer product was returned to immucor for immucor investigation. The product had expired at the time of this investigation, but the immucor laboratory had previously tested retention product on (B)(6) 2016, which had performed as expected. Immucor technical support assessed the imagesof the test wells for the testing in question, using a remote electronic connection method on (B)(6) 2016 and found that the unexpected negative wells were indeed appearing as negative. Product expired but tested when in date.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo.